Manufacturer narrative:
Physio-control further evaluated the customer's device. It was observed that the device had sustained impact damage which led to the tabs from internal hlc battery, designator bt3 to become broken off of the analog pcb assembly. This resulted in the device being unable to remain powered on. The customer was sent a replacement.

Event description:
The customer contacted physio-control to report that their device displayed the service indicator. There was no patient use associated with this event. Upon further evaluation of the device, physio-control observed that the device displayed the charge-pak and attention icons, and would not remain powered on. Therefore, the device would not be able to provide defibrillation therapy if needed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed the service indicator. There was no patient use associated with this event. Upon further evaluation of the device, physio-control observed that the device displayed the charge-pak and attention icons, and would not remain powered on. Therefore, the device would not be able to provide defibrillation therapy if needed.